Manufacturer narrative:
The proximal half of a single lumen 8 french catheter was returned for eval. The catheter had been broken inside the distal end of the anitmicrobial cuff's silicone sleeve. There was a pink blunt connector inserted into the proximal end of the catheter. The connector oversleeve was missing. The catheter segment including the hub connector measured 11.6" long. The lumen appeared to be clear, and the exterior of the catheter was clean. The antimicrobial cuff organic material was missing. There was some tape gum residue on the exterior of the tubing approximately 3.25" from the distal end. The catheter tubing was tactually inspected for elastic weakness and deformation. The tubing was weakened from stretching immediately dista to the blut hub connection and between the red dot and the distal end. There was also an annular depression approximately 1.1" from the distal end of the segment, or .01" proximal to the red dot. This may have been a suture site. The break site occurred indise the antimicrobial cuff's oversleeve, proximal to the dacron cuff that is missing. Under magnification, the concave break appeared dull and granular. The blue stripe adhered to the full length of the inner wall of the sleeve. These are signs of a typical tensile break. It appeared that the catheter was pulled beyond its limits and broke proximal to the dacron cuff during removal. The MFR's instructions for use warn that the dacronc cuff may require dissection to facilitate removal, as the cuff is designed to promote tissue ingrowth.

Event description:
The catheter was placed 5/31/96 in the pt's left upper chest for chemotherapy. On 10/21/96, during routine removal of the catheter from the pt, the catheter tubing snapped off at the exit site. The distal fragment did not embolize and was surgically removed from the pt.